Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that during a left ventricular (lv) implant attempt both of the leads could not get past a kink in the attain sheath without the phlanges expanding. The lv leads were not used and were replaced. No patient complications have been reported as a result of this event.